Event description:
It was reported that the user could not locate the ¿change cartridge & tubing¿ function on the ilet until informed that the option appears only when the device is unlocked, and the user sought guidance on performing a supply change while experiencing elevated blood glucose. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and education on device operation and supply change workflow. Investigation of this case revealed that the device functioned as designed, the feature access depended on device unlock state, and no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.